Manufacturer narrative:
H6 - 4581: yag. H6 - work order search: no additional similar complaint type events within associated lots were found. Additional yag iridotomy and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Due to low vault, yag was performed. The cause of the event was reported as unknown.